Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Action taken with dianeal was not reported. The patient was treated with injections of fortum 1 gram, (frequency not reported) and amikacin 500 milligram intermittently. The root cause of the peritonitis was constipation. The event of peritonitis was resolving.